Event description:
The customer reported that during a bariatric procedure the insulation of the device just below the jaws fell off but not into the pt. There was no pt injury. No further info is available.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a follow-up report will be submitted.